Event description:
Surgeon dissected up towards the renal hilum after mobilizing the colon medially. A small packet of tissue was isolated and the endo-gia stapler was fired. The staple lodged in the tissue that was being stapled. Surgeon unable to release the staple. Surgeon made decision to convert from a laparoscopic nephrectomy to an open procedure. The pt tolerated both procedures well and was taken to the recovery room in stable condition.